Event description:
Complainant alleged that during a routine shift check by a clinician the device reported an "elect pads off" message, could not detect a signal from leads and displayed only a dotted line. Complainant indicated that there was no pt involvement in the reported malfunction.